Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the ventricular lead into the pulse generator connector. The device was not implanted and a new one was used.

Manufacturer narrative:
Final analysis found that the lead was unable to be connected to the pulse generator header due to a user error during implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.